Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they received emergency medical assistance due to high blood glucose and bleeding on (B)(6) 2019 with blood glucose of 268 mg/dl at the time of the incident. The customer did not mention how they treated. The customer mentioned that they corrected their high 3 times without eating. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer mentioned that the pump battery compartment had a different color and looked melted. The customer was also pregnant at the time of the incident. The insulin pump will be returned for analysis.